Manufacturer narrative:
See scanned pages.

Event description:
Per mdrf, this system was removed due to infection. A new system was implanted in 2007. Also removed were: lumax 340 dr-t, MDR 1028232-2007-00399. Linox sd 65/18, MDR 1028232-2007-00401.